Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The valve was returned with one strut bent outwards at the inflow side and the frame is distorted. Imagery was provided and it was reported that the patients' right access vessel had the presence of calcification and tortuosity. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on returned device evaluation. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported and observed in the imaging evaluation. Per imaging evaluation, tortuosity and calcification were observed in the patients' right access vessel. Additionally, as reported, the physician voiced having some resistance while advancing the valve through the esheath+ and after exiting the distal end of the esheath+ it was noted the valve strut was bent, suggesting possible use of high push force while advancing the valve through the sheath. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral with right side access tavr procedure with a 29mm sapien 3 ultra resilia valve with a pre-dilated vessel; the physician voiced having some resistance while advancing the valve through the esheath+, however, the physician denied this resistance being more than usual, after exiting the distal end of the esheath+ it was noted the valve strut was bent. The valve was pulled back into the sheath and the entire system was removed at as a single unit. A new valve and 29mm commander delivery system was prepped and a new valve was deployed without issue. The patient left the room in good condition.